Event description:
It was reported that during use the implantable pulse generator (ipg) reached elective replacement indicator (eri) in less than five years and indicated as premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.